Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years, 8 months. The pump was received for evaluation. Upon disassembly of the pump, examination of the distal-side of the inlet stator and the blood tube/rotor inlet section revealed thrombus rings adhered to the inlet bearing ball and cup. The rings appeared to have evidence of laminated layering, which is an indication that they developed over an undetermined time while the pump was operating. The rings appeared to be similar in color and structure and were likely a single formation prior to disassembly. Examination of the proximal-side of the outlet stator revealed non-laminated deposition situated in between the outlet bearing ball and the stator blades. Similar depositions were found on one of the rotor blades. The structure of these depositions and lack of laminated layers suggests that they did not form in these locations. Although their origins and duration for which they were present in these areas cannot be conclusively determined, the depositions lacked areas of denaturing and the lack of circumferential contact marks on the rotor outlet section suggests that the depositions were not present in these areas while the pump was operating. The thrombus formations found in the pump would have contributed to the reported elevations in the patient's ldh. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope, revealed no abnormalities that would have contributed to the formation of the thrombus. The pump underwent cleaning, reassembly, and functional testing using a mock circulatory loop. The retrieved data was comparable to the data recorded during the manufacturing process. The pump operated as intended. Review of the device history records showed no deviations from manufacturing or qa specifications. The instructions for use lists hemolysis and thrombosis as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. The patient reportedly has had an excellent quality of life since implant. However, the patient has been admitted on an unspecified number of occasions with elevated lactate dehydrogenase levels that were treated with up-titration of anticoagulation therapy and inpatient IV heparin. On a recent unspecified date the patient was admitted with an ldh greater than 1000 u/l. The patient's end organ function was normal and a ramp study echocardiogram was reported to be negative. On (B)(6) 2016 the patient's ldh was 585 u/l. On (B)(6) 2016 the ldh was 826 u/l and the inr was 1.0 with a target goal of 2.0-2.5. The patient's anticoagulation regimen included lovenox, aspirin and dipyridamole. The patient was admitted to the hospital. CT angiography did not demonstrate any obvious clot in the left ventricle or lvad outflow graft. The patient's pump was exchanged on (B)(6) 2016. No additional information was provided.